Event description:
Customer was reporting sensor issues and during troubleshooting customer stated she was feeling a little low. Customer was advised to check blood glucose and it was 46 mg/dl. She treated with juice. Customer stated she was brittle diabetic. Troubleshooting determined the transmitter was functioning correctly. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-98791.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.